Event description:
The patient reported that the ok keypad button felt squishy and would scroll to the next screen when pressed only once. The patient also stated that the ok keypad button was intermittently unresponsive. The patient also indicated that he wears the pump in a case attached to a belt.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were swollen and intermittently responsive. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.